Manufacturer narrative:
Mentor received additional event information that the patient had cancelled the explantation surgery, and has not scheduled a new date. At the time of this report, mentor has received no information regarding an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a primary breast augmentation with 300cc mentor smooth round moderate profile saline breast implant and experienced left-sided implant deflation postoperatively. The patient noticed a smaller breast, and implant deflation was confirmed by a physician. As a result, the patient is scheduled to undergo explantation and replacement with mentor smooth round moderate profile saline breast implants on (B)(6) 2020.